Event description:
There was "low augmentation" during iabp. The iab was removed and a second was inserted. The pt went on to expire and it was unk if there were any complications from the event. On 12/5/96, co was notified that the dr at the facility felt that the event contributed to the pt's death. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: unk -reported 11/20/96; expired -reported 12/5/96. Pt's current status: expired -reported 11/20/96.